Manufacturer narrative:
(B)(4) additional information. The sample was received for evaluation on 03/22/2011. An actual sample was submitted for evaluation. A visual inspection of the sample revealed the tubing was separated from the first clearlink y-site. The reported condition was confirmed. The root cause of this condition could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink duo-vent continu-flo solution set in which "the clearlink connector came apart from the tubing." The condition occurred during priming before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.